Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue with evidence of moisture in the battery compartment. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found multiple unexplainable power on reset on 08/08/2014. The battery compartment was found to have cracked in the threads area and below the grip pad. Moisture intrusion was evident in the compartment and on the underside of the battery cap. A leak test showed leaks where the cracks were located. The battery cap threads were damaged and unable to fully tighten, but was able to maintain electrical contact and a power loss was not observed. No tactile issues were observed with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The reported power issue was verified in the black box but not duplicated in the investigation. No anomalies were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.